Event description:
It was reported that an akreos (mi60p) lens developed mild fibrin deposition post implantation. There have been no reports of a secondary intervention. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.